Event description:
Information received by medtronic a possible phrenic nerve injury post cryoablation procedure. Chest x-ray revealed a right elevated diaphragm that was not present prior to the procedure.

Manufacturer narrative:
Bin files were reviewed and showed that at least 16 injections were performed with the catheter. Bin files also showed system notice message 50013 ¿low refrigerant¿ at injection 14. The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.